Manufacturer narrative:
On (B)(6) 2015 product investigation results: reporter returned 2 toothbrush heads on (B)(6) 2015. Toothbrush heads confirmed to be counterfeit.

Event description:
Head is rotating off the spindle / brush head separates at the top of the mechanism and comes right off the white part of the brush head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that he has an oral-b rechargeable toothbrush, version unknown, and the oral-b triumph flossaction brushhead is rotating off the spindle and won't stay in place because of the vibrating. He noted that he has had the toothbrush for about 6 months and described that the brushhead separates at the top of the mechanism and comes right off the white part of the brush head. He reported that he has used the brushheads in the past. No symptoms developed. On (B)(6) 2015 reporter returned an unspecified number of brush heads. Product investigation is in progress.

Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of brush heads on 16-nov-2015. Product investigation is in progress.

Event description:
Head is rotating off the spindle / brush head separates at the top of the mechanism and comes right off the white part of the brush head. [Device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he has an oral-b rechargeable toothbrush, version unknown, and the oral-b oral-b triumph floss action brushhead is rotating off the spindle and won't stay in place because of the vibrating. He noted that he has had the toothbrush for about 6 months and described that the brushhead separates at the top of the mechanism and comes right off the white part of the brush head. He reported that he has used the brushheads in the past. No symptoms developed. On 16-nov-2015 reporter returned an unspecified number of brush heads. Product investigation is in progress.